Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. It was noted that the right atrial lead exhibited decrease in p-waves and an increase in capture thresholds. Chest x-ray revealed the lead had dislodged. During lead revision procedure on (B)(6) 2018, after multiple attempts to reposition the lead, the helix would not fully extend. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A partial lead was returned in two pieces. The reported events of decreased sensing and increased threshold was not confirmed. The reported event of helix would not extend was confirmed. As received, the helix was retracted. X-ray examination found overtorque of the inner coil at the connector region. The damage found was sustained during the surgical procedure. The lead was otherwise normal.